Manufacturer narrative:
Additional information was received that the patient's infection was device related. The patient was placed on antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for patient's explant was (B)(6) infection. The patient had drainage from both the back and the battery site incisions. Everything was explanted. No device malfunctions was suspected. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.